Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Information in reference to a clinical trial was received. This event involves skin erosion with exposed stent. The event required surgical intervention. Additional operative note details further support complaint documentation and investigation. The indication for the procedure was stent placement to repair an imminently rupturing pseudoaneurysm, and the distal aspect of the graft/stent was removed, with radial artery repair performed and a penrose drain left in place. Additional details were provided on this patient on april 2nd 2026: on (B)(6) 2025, the physician performed placement of a wrapsody stent in a female patient who presented with acute upper extremity swelling. The patient had a long-standing vascular graft in the affected arm, estimated to be approximately 9-10 years old. The wrapsody stent was deployed within the existing graft to treat a pseudoaneurysm, as contrast imaging demonstrated leakage around the graft. The patient returned on (B)(6) 2025, at which time flow through the graft remained present; however, the superficial skin exhibited signs of ischemia. The physician determined that the existing graft had likely separated from the artery, most likely secondary to elevated blood pressure associated with patient non-compliance, including missed antihypertensive medications and missed dialysis sessions. During this encounter, the previously placed stent was sutured to the artery. On (B)(6) 2026, a fistulogram was performed, and the results were reported as satisfactory, with no immediate concerns identified. On (B)(6) 2026, the patient returned with a superficial wound and friable skin at the upper extremity access site. Examination revealed exposure of a portion of the old graft's ptfe material, which was attributed to incomplete tissue healing. Subsequently, on (B)(6) 2026, the physician performed removal of the old graft and the wrapsody stent and completed an upper extremity bypass procedure to address the ongoing vascular condition and associated complications.